Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The device in question was used for l4-s1 instrumentation. At the final check by the image after screw insertion and rod placement, foreign matter was found inside l4 vertebral body and it was confirmed to be a broken tip of the guide wire. Since the bone at l4 right was hard to insert the guide wire, the surgeon held the guide wire with the pliers and inserted it by hammering the pliers. The breakage may have occurred during this step or removal of the guide wire. The case was completed with the broken tip left in the patient¿s body.

Manufacturer narrative:
Visual examination of the returned device found the fracture was located at the guidewire¿s distal end. Fracture analysis revealed plastic deformation and torsional shear markings following a circular pattern. This shows evidence of a quasi-static torsional shear failure. A review of the device history records could not be performed as the lot number is unknown. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause cannot be positively determined. However, fracture analysis suggests the device underwent a quasi-static torsional shear fracture. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.